Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: medical device problem code.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed one of the extensions has high impedances on all contacts. As such, surgical intervention took place wherein the extension was explanted and replaced addressing the issue. Effective therapy was restored post op. Investigation was unable to determine which of the extensions had high impedances.

Manufacturer narrative:
Date of event and therapy date are estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4)., serial: (B)(6) , batch: 7681686 during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.